Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the occlusion alarms occurred. Additionally, the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2021 due to a blood glucose level of 800 mg/dl and high ketones identified as dangerous by healthcare professional. The customer attempted to self-address elevated bg via a correction bolus. Customer was treated with intravenous fluids of saline and insulin during hospitalization. Customer was projected to be released from the hospital on (B)(6) 2021; customer indicated the issue was resolved. Reportedly, customer experienced unspecified kidney issues, unspecified lung issues, and exacerbation of prior cardiac issues, due to this event.